Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +23.5, in preparation to implant into the patient's left (os) eye, the lens tore. Reportedly, there was no patient contact with the lens. On the returned lens box is written, "lens ripped. Did not go in patient." Attempts to obtain additional information have not been successful.